Manufacturer narrative:
The evaluation of the event is ongoing. Should additional relevant information become available, a supplemental report will be submitted. This report is related to patient identifier (B)(4).

Event description:
It was reported that the superpulsed laser system fiber broke and caught fire. The issue occurred during a therapeutic (cystourethroscopy w/ureteroscopy/pyeloscopy w/lithotripsy incl stent insertion) procedure. The procedure was completed with the same type of equipment. There were no reports of patient harm.

Manufacturer narrative:
This report is being supplemented to provide additional information based on the device evaluation and the legal manufacturer's final investigation. New information added to the following fields: h2, h4, h6. A review of the device history record found no deviations that could have caused or contributed to the reported issue. It has been over (3) years since the subject device was manufactured. The device was not returned to olympus for inspection; therefore, the reportable malfunction could not be confirmed. Based on the results of the investigation, it is not possible to establish the root cause. Olympus will continue to monitor field performance for this device.